Event description:
It was reported that the intra-aortic balloon (iab) was prepped per the instructions for use and inserted via the pt's femoral artery using a sheath. The intra-aortic balloon pump (iabp) therapy began without issue however, 45 minutes into the iabp therapy the pump alarmed with a "helium loss error." According to the risk manager, "it was iab kinked, or the iab had a leak, or the helium tank did not have enough helium. The exact error was not jotted down on paper because of the medical care this pt was receiving by the cath lab staff at the time of the alarm. The staff did trouble shoot the alarm and found that the iab was not kinked and the helium tank was full. There was no motion around the insertion site of this iab nor was the pt moved." The iab was removed and the pt received an already planned "impella" device. There was no reported pt death or injury. No medical/surgical intervention was required. The iabp therapy was interrupted/delayed however there was no pt harm. There were no reported pt complications and the pt outcome is stable.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if add'l info becomes available.